Event description:
It was reported that during a dca procedure, a perforation occurred. The pt was sent to cardiovascular surgery with a perfusion balloon supporting the damaged vessel. The pt maintained a normal blood pressure and clear consciousness when leaving the operating room, but the condition took a sudden turn for the worse and the pt died at a later date. It was stated that deep-debuling due to bad visibility of angiography was though to be the cause of this event, and that the death was not related to the flexi-cut device used in the procedure.